Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the holding sleeves (part number: 03.632.036, lot number: 9937893, quantity 2). The subject device was returned to the manufacturer with the complaint condition stating one threaded tip was found to be cracked and intact while the other was broken and missing a segment (approximately 1.3 mm high x 6.5 mm in diameter). No functional test was possible due to post-manufacturing damage. The complaint was confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot number and no non-conformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint conditions. Dco (B)(4) and CAPA (B)(4) (april 2011) were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instruments were manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been completed. Release to warehouse date: march 29, 2016 expiration date: na supplier: (B)(4). No non-conformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4-l5 transforaminal lumbar interbody fusion initial surgery on (B)(6) 2016 that two matrix long holding sleeves broke during the procedure. The surgeon successfully placed his first screw at l4 on the left and the holding sleeve broke at l5 on the left. He was fighting muscle and while disengaging the holding sleeve from the screw, a thread on the holding sleeve was mangled. It was replaced with a new matrix holding sleeve and moved on with the procedure. Again while disengaging the second holding sleeve on the last screw (right l5), a thread broke off and remained in the bone screw head. The surgeon fished out the broken fragment from the bone screw head and was able to remove the fragment. Being it was the last screw, no other holding sleeves were needed to complete the procedure. The procedure was completed successfully with no reports of delay or medical intervention. The patients post-operative status was noted to be stable. This is report 1 of 2 for (B)(4). Concomitant devices reported: unknown screws, part #'-unknown, lot #-unknown. Quantity (2).